Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen display is misaligned and the button "2" is unable to be pressed. Reportedly, there are 2 white dots displayed where the button"2" is. Customer's blood glucose level was not impacted. Reportedly, customer has back up manual injections for continued insulin therapy.